Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was misaligned in the bd luer-lok¿ syringe, leading to leakage. The following information was provided by the initial reporter, translated from spanish to english: the pharmacist reports a leak in the 10 ml syringe, when extracting the medication he observes that the plunger does not fit correctly on the walls of the syringe, which causes the solution to leak.

Event description:
It was reported that the stopper was misaligned in the bd luer-lok¿ syringe, leading to leakage. This event occurred 180 times. The following information was provided by the initial reporter, translated from spanish to english: the pharmacist reports a leak in the 10 ml syringe, when extracting the medication he observes that the plunger does not fit correctly on the walls of the syringe, which causes the solution to leak.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b.5. Describe event: additional information regarding the number of occurrences, which is 180 times.

Event description:
It was reported that the stopper was misaligned in the bd luer-lok¿ syringe, leading to leakage. This event occurred 180 times. The following information was provided by the initial reporter, translated from spanish to english: the pharmacist reports a leak in the 10 ml syringe, when extracting the medication he observes that the plunger does not fit correctly on the walls of the syringe, which causes the solution to leak.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-jul-2022. H6: investigation summary one hundred fourteen samples received for investigation. Upon visual inspection, no defects or issues observed. Molding defects in the barrel, plunger and/or stopper affecting the functionality or safety of the final product were evaluated, they are compliant since no defect is observed that prevents the functionality of the product. Leakage test was performed with the max zero device, no leak observed. Additionally, no leakage observed past the stopper. Stopper is assembled correctly inside the syringes. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.